Event description:
Medtronic received information that approximately two and a half years following the implant of this bioprosthetic valve, echocardiogram findings revealed valve stenosis. Additionally, the valve developed pannus. The valve was explanted and replaced with a mechanical valve with no adverse patient effects. The valve has been returned for analysis.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the valve was received dry (no solution, no jar) in two biohazard bags in a fedex shipping box. The valve was extensively distorted; almond shaped. The distortion suggests a sizing issue and/or squeezing the stent in excess. The receipt condition of the valve may have contributed to the distortion. All leaflets were slightly stiff but flexible except where host tissue extended on the outflow. A large tear and/or abrasion in the lunula of the right cusp appeared to be due to contact with the bias cloth along the right non-coronary stent post. A small abrasion in the lunula of the right cusp adjacent to the large tear noted above appeared to be due to contact with the bias cloth. A small abrasion observed in the lunula of the left cusp appeared to be due to contact with the bias cloth adjacent to the left right stent post. A large tear in the left cusp adjacent to the non-coronary left commissure appeared to have occurred during explant. Small tears on the tunica of all cusps appeared to be associated with the removal of host tissue. All commissures appeared intact. A large remnant of glistening off-white pannus remained attached to the outflow rail of the non-coronary cusp, to both the right non-coronary and non-coronary left stent posts and commissural areas, slightly covering the free margin of the non-coronary cusp. Traces of pannus were observed along the tissue and base stitching and inflow of all cusps. An unknown amount of pannus appeared to have been removed on the inflow and outflow of all cusps during explant. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: based on the information provided and the analysis findings, reduced performance of the valve is attributed to host tissue overgrowth. This finding is generally considered a patient related condition. Analysis determined the cause of the valve distortion was likely related to sizing error and/or implant technique. The tear in the leaflet was caused by bias wear, which is related to implant technique. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. (B)(4).